Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The pt experienced a lack of efficacy. Impedances >4,000 ohms were measured on all leads. The implantable neurostimulator and lead were explanted but not replaced. The pt was not injured and did not require hospitalization.